Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2012, patient was pre-operatively diagnosed with: lumbar degenerative disk disease with instability and radiculopathy, l4-5. Lumbar degenerative disk disease with instability and radiculopathy, l5-s1 and underwent the following procedures: bilateral pedicle screw instrumentation, l4-s1. Lumbar decompression at l4-5 to decompress the l4 nerve root. Posterior lateral arthrodesis using compression-resistant matrix rhbmp-2/acs and locally-harvested bone graft l4-5. Lumbar decompression at l4-5 to decompress the l5 nerve root. Lumbar arthrodesis at l5-s1 using compression-resistant matrix, locally harvested bone graft and rhbmp-2/acs lumbar decompression at l5-s1 to decompress the s1 nerve root. Use of locally- harvested bone graft for arthrodesis. As per the op notes: ¿ foraminal decompression was undertaken at l4-5 to decompress the exiting l4 nerve root and the traversing l5 nerve root in the lateral recess. Once this was completed, arthrodesis was done using a compression-resistant matrix rhbmp-2/acs and locally-harvested bone which had been previously morselized. This construct was placed into the lateral gutter, spanning the transverse process of l4-5 to the sacral ala bilaterally.¿ patient tolerated the procedure well without any intraoperative complications. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.